Event description:
It was reported the patient presented during a post-implant check. Upon interrogation, it was noted the atrial lead was capturing the right ventricle. X-ray confirmed the atrial lead had dislodged. The atrial lead was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported events of inappropriate capture and lead dislodgement were not confirmed. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.